Event description:
It was reported that the patient had a bad seizure and was worried about her vns working correctly. Follow up with the physician's office revealed that everything had checked out fine with the vns and no changes were made to the patient's settings. It was stated that the patient was a new patient in the physician's office and they were unable to provide an assessment on the seizure as they did not know seizure history or baseline. No additional relevant information has been received to date.